Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had to rewind more than once per reservoir and rewind was slower than in the past. Customer also stated that the insulin pump did not give her low battery warnings and failed battery tests also had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.